Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had revision due to cup malposition. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not returned.

Event description:
As reported: "cup was malpositioned. Surgeon removed cup, liner, screws, head and implanted new cup, screws, liner, head. Surgeon satisfied with new position of cup. Information submitted was everything from both hospital and surgeon. No further details." Rep confirmed there are no allegations against the revised head or liner.